Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, the device received an error message when measuring the lead parameter checks. Technical support was contacted, but no intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information was received that the device was explanted due to normal elective replacement indicator (eri).